Manufacturer narrative:
Through investigation of the remaining device it was determined it was a duplicate complaint; the original complaint was already captured in this summary report as having been evaluated. The number of reported events has been updated to reflect this change.

Event description:
This report summarizes 3 malfunction events, where it was reported the device had accessible ac current. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 2 devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the device had accessible ac current. There was no patient involvement.